Event description:
Additional information received noted that low out of range pacing impedance measurements were ongoing. At this time no additional information has been obtained, should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that through a remote monitoring system detected an out of range pacing impedance measurement on the right ventricular (rv) lead. Additionally, the amplitude had decreased. Defibrillation threshold (dft) test was performed and revealed appropriate measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.